Event description:
Procedure type: gastrectomy. According to the reporter: the device was used for the anastomosis of the esophagus to the jejunum. The firing was done successfully and no leak was confirmed by the leak test, and the procedure was completed. On the postoperative day 3, the pt had a fever and the leakage from around the anastomosed part was confirmed, and re-operation was performed. The color of the anastomosed part was pink and the blood flow obstruction was not suspected, but three quarters of the tissue above the anastomosed part was found cut. The leak point was found a little distance away from the staple line and it was a clean cut as if a shar p knife made. The esophagus did not have any edema and the tissue was not weak. The doughnut ring was made properly. Information about the pt, including infection, chemotherapy, medication schedule and son on, was not available. It is unk if any reinforcement material was used.

Manufacturer narrative:
(B)(4).